Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein ipg was moved slightly higher than the original location. Postoperatively, the patient is reportedly feeling better.